Manufacturer narrative:
Concomitant medical product: dtmb1d4 ICD implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there is a vegetative growth on the right ventricular (rv) lead and atrium. An attempt to remove the growth prior to extraction was made, but could not be done. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.